Manufacturer narrative:
A lumenis service engineer visited the site immediately prior to the reported event, and had left the subject device having met all manufacturer specifications and ready for use. Upon leaving the facility, the service engineer was called back as there was an alleged failure during a case. After the case, the engineer examined the system's blast shield which was found to be operable. The facility had said that the blast shield was not replaced during or after the case. The engineer then performed a concentric test to check fiber alignment which was found to be good. The engineer then checked the fiber focus cell assembly to ensure the fiber sense switches were functioning correctly; this was found to be operating per specifications. The engineer then fired a long sis test fiber into water for several minutes using the displayed energies 0.3/40 and 1.0/20 for a total energy of 6.05 kj. The system was found to have met all manufacturer's specifications and ready for use. A review of subject labeling, (um-20006520 rev.b - p100 operator manual) revealed in the troubleshooting section what to do in cases of " 'no laser energy emission' or 'popping' or 'tapping' sound coming from the fiber port " : no laser energy emission: replace the optical fiber inspect and, if necessary, replace the debris shield. "Popping" or "tapping" sound coming from the fiber port this is probably due to a malfunction of the optical fiber connector. Replace both the optical fiber and the debris shield. Rather than inspect the delivery system and debris shield as instructed in the um, the facility discontinued working with the system and brought in an alternate laser to complete the procedure. Blast shields and fibers are user replaceable parts, and when a user changes a blast shield or fiber it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Although lumenis acknowledges that there may have been a malfunction with the laser fiber which caused the popping/ticking sound, based on the information above, lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Although the user facility successfully completed the procedure with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
After a service call in which a lumenis service engineer had adjusted all four 1st relay mirrors of a lumenis pulse 100 laser, a user facility was performing a procedure utilizing a slimline 200 dfl laser fiber. Allegedly the laser was making a popping/ticking sound near the fiber port and a burning smell was noticed. As no energy was being delivered through the fiber, the doctor discontinued use of the pulse 100 laser and an alternate p20 laser was brought in to complete the case. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.